Manufacturer narrative:
Philips service reseated the flex pc and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the flexvision failed to boot during startup on an allura xper fd20/10 & fd20/20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.